Manufacturer narrative:
The case does not involve a product malfunction; hence no product investigation is required. This is a final report. Note: the date of manufacture of the replacement meter is unknown.

Event description:
Customer reported that due to a delivery issue involving a replacement precision xtra blood glucose meter she was unable to test her glucose and subsequently experienced fatigue, polydipsia, polyuria and a dry mouth, which resulted in a seizure. Customer self-presented to her healthcare provider and was diagnosed with hypertension and an unspecified thyroid disorder. Customer was treated with an unknown amount of insulin, which was not a change to her usual medications. Customer additionally self-treated with an unknown amount of humulin insulin. There was no report of death, serious injury or mistreatment associated with this event.